Event description:
The customer reported receiving low readings on their freestyle lite meter for 6 months. As a result, the customer stated they took less insulin; therefore, the customer has been having high blood sugar on a consistent basis. The customer experienced symptoms of hyperglycemia such as frequent urination, dry mouth, and thirstiness. The customer also reported a loss of consciousness. The paramedics were called and the customer was transported to the hospital. The customer has been in and out of the hospital in the last 6 months. The customer reported being diagnosed with severe hyperglycemia and also was treated for ketoacidosis. The details regarding the customer's treatment is unknown; however, the customer stated that their blood sugar was brought under control. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B) (4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed. This is a final report.